Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high/undefined pacing impedance and high sensing integrity counter (sic). In addition, there were several high rate non-sustained episodes which showed oversensing of noise. It was noted that there was also an episode of noise which was suspected to be related to external electromagnetic interference (emi). A fracture of the tip conductor was suspected. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvpa2d4 ICD implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.